Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that device diagnostics in may 2013 were within normal limits. The nurse reported that there is no known trauma that is believed to have caused the high impedance. It was reported that the surgeon's office would be notified. Further follow-up revealed that the device was programmed off after observing the high impedance. The nurse reported that no x-rays have been performed. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received that the patient is being referred for explant due irritation/pain. The explant referral due to pain is captured in mfg. Report 1644487-2018-02314. It is unclear at this time what the location of the pain is and whether or not the pain is related to the high impedance. The device is reported to still be disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Surgical intervention is not being pursued at this time.